Event description:
It was reported that during a thoracic lobectomy procedure, the device locked onto the tissue and the firing trigger would not open. The trigger was pulled 4-5 times and then they pulled the handle very hard and the firing trigger opened. The case was completed with a second like device. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.